Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on an unknown date. The sample and swab type were not provided. Repeat testing was not performed. Confirmation testing was not performed. The customer performed an antigen self-test with a different brand on an unknown date and generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use: device discarded.

Event description:
The customer reported a false negative result with the ID now covid-19 2.0 assay performed on an unknown date. The sample and swab type were not provided. Repeat testing was not performed. Confirmation testing was not performed. The customer performed an antigen self-test with a different brand on an unknown date and generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.